Event description:
The patient alleged that on (B) (6) 2007, his device fired ten times in a row, "with each shock feeling like a mule kicking" him in the chest. He also alleged the device was not consistently maintaining his heart rate at a minimum of seventy. Follow-up information received reported the patient had 10 appropriate shocks and was hospitalized for recurrent vt (ventricular tachycardia). Device interrogation revealed several episodes of non-sustained vt and one episode of vt, requiring pacing therapy. His dose of amiodarone was increased, he was started on maziletine, and the device reprogrammed. A possible lead problem was discussed. Information later received from a competitor alleged the patient called reporting continuation of pre-existing conditions of arrhythmias, low heart rate of 20bpm, fatigue, shortness of breath, dizziness, and exhaustion. The patient also alleged lead fracture and "intense pain" at the time of shocks.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Event description: information was later received by the patient in a lawsuit that alleged the device "fired and stopped plaintiff's heart ten times within a matter of minutes causing plaintiff both indescribable pain and terror. "It was also reported that on (B) (6) 2009, the device "fired again repeatedly shocking plaintiff and stopping plaintiff's heart eleven times in succession sending plaintiff by ambulance back to intensive care." Pt has "lived in constant fear, anxiety, and depression in anticipation of additional & repetitive shocking episodes." Also alleged is "plaintiff's risk of death in connection with said defective implant has more than doubled because the [lead] fracture rate is increasing with time since implanting." No further patient complications have been reported as a result of this event, and the lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Event description: information was later received by the patient in a lawsuit that alleged the device "fired and stopped plaintiff's heart ten times within a matter of minutes causing plaintiff both indescribable pain and terror." It was also reported that on or about (B)(6) 2009, the device "fired again repeatedly shocking plaintiff and stopping plaintiff's heart eleven times in succession sending plaintiff by ambulance back to intensive care." Patient has "lived in constant fear, anxiety, and depression in anticipation of additional & repetitive shocking episodes." Also alleged is "plaintiff's risk of death in connection with said defective implant has more than doubled because the [lead] fracture rate is increasing with time since implanting." No further patient complications have been reported as a result of this event, and the lead remains in use. The lead was subsequently returned with a report of fracture. The lead was explanted and replaced. No patient complications were reported as a result of this event. Evaluation summary: (B)(4) detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.